Event description:
While using lithotriptor, noted basket difficult to open and close. Unable to capture stone. On video screen then noted small slit in end of plastic sheath. Lithotriptor removed from service at this point, and not used any further. No adverse effect to pt at this time.